Manufacturer narrative:
The device was explanted and retuned due to migration. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.

Event description:
It was reported that patient's atrial and right ventricular left bundle (rvlb) lead exhibited loss of capture and decreased sensing. High threshold was noted on patient's left ventricular (lv) lead. It was further noted from x-ray and echocardiogram that all leads were dislodged, and patient's implantable cardioverter defibrillator (ICD) was migrated. It was also noted that patient experienced pericardial effusion and cardiac tamponade due to rv lead dislodgment. Pericardiocentesis was performed. The atrial, rvlb, lv and right ventricular lead and device was explanted and replaced. The patient was stable.